Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case reported by a consumer, regarding a patient who took part of a patient support program (psp), concerns a female patient of unknown age and ethnicity. Medical history included diabetes. Concomitant medications were not provided. The patient received insulin lispro (humalog) cartridge, unknown dose, frequency, route of administration, indication for use and start date. On (B)(6) 2017, unknown time after commencing treatment with insulin via humapen savvio red (unknown lot number), the device was not working, sometimes the insulin lispro came out and sometimes not, and due to this problem, patients glucose remained increasing and patient was hospitalized with high rate of glucose on (B)(6) 2017, at 11 p.m. Information regarding corrective treatment, outcome and laboratorial examinations was not provided. The humapen savvio red (unknown lot number) was associated with product (B)(4). As of (B)(6) 2017, patient was still hospitalized and it was stated that she would remain in the hospital until (B)(6) 2017 to compensate diabetes. Status of insulin lispro treatment was not provided. It was unknown who operated the device and if the operator was trained. The duration of use for this device model was not reported and the duration of use for this specific device (unknown lot) were approximately five days. Status and return status of device were not provided. Reporting consumer did not provide an opinion of relatedness. Update (B)(6) 2017: additional information received on (B)(6) 2017 from call center was processed with this initial case. Update 21mar2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 24mar2017: product complaint number was added in narrative. Also, additional information was received on 23mar2017 from the call center but no new information was added to this case.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 25apr2017 in describe event or problem.   No further follow up is planned. Evaluation summary : a female patient reported that her humapen savvio device was not working. When the device was tested by the patient, the device went down to zero but did not release any insulin. The patient also stated a nurse tested the device twice, with 20 units and 15 units, and found that insulin was released only on the second attempt. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
(B)(4). This solicited case reported by a consumer, regarding a patient who took part of a patient support program (psp), concerns a female patient of unknown age and ethnicity. Medical history included diabetes. Concomitant medications were not provided. The patient received insulin lispro (humalog) cartridge, unknown dose, frequency, route of administration, indication for use and start date. On (B)(6) 2017, unknown time after commencing treatment with insulin via humapen savvio red (unknown lot number), the device was not working, sometimes the insulin lispro came out and sometimes not, and due to this problem, patients glucose remained increasing and patient was hospitalized with high rate of glucose on (B)(6) 2017, at 11 p.m. Information regarding corrective treatment, outcome and laboratorial examinations was not provided. The humapen savvio red (unknown lot number) was associated with (B)(4). As of (B)(6) 2017, patient was still hospitalized and it was stated that she would remain in the hospital until (B)(6) 2017 to compensate diabetes. Status of insulin lispro treatment was not provided. It was unknown who operated the device and if the operator was trained. The duration of use for this device model was not reported and the duration of use for this specific device (unknown lot) were approximately five days. The device was not returned. Reporting consumer did not provide an opinion of relatedness. Update (B)(6) 2017: additional information received on (B)(6) 2017 from call center was processed with this initial case. Update 21mar2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update (B)(6) 2017: product complaint number was added in narrative. Also, additional information was received on 23mar2017 from the call center but no new information was added to this case. Update 25apr2017: additional information received on 25apr2017 from the global product complaint database added the device specific safety summary; added that the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.